Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after the implant, the patient experienced seromas, adhesions, abscess, infection, infected mesh, ulceration, inflammation, granulation tissue, fibrosis, pain, chronic draining wound, and recurrence. Post-operative patient treatment included revision surgery, seroma evacuation, thick material removed from cavity, cavity irrigated with medication, diagnostic laparoscopy, lysis of adhesions, incision/drainage of abscess, removal of mesh, repair of hernia with primary repair, and wound vac.